Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 7 failed and cubie failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues found with the drawer. A field service engineer (fse) confirmed that the drawer opened and closed without any issues, and all cubies opened and closed normally. The system functioned as intended when the field service engineer checked the device.